Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla was cracked. The following information was provided by the initial reporter: customer informs that when applying the product duoflam - lot 20050098, he identified that the syringe was cracked. Customer informs: no damage, just made it impossible to use. Noticed during use. One (1) affected unit.